Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure image loss was confirmed but cloudy image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device(r-unit) was broken, the fibre bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the image loss was a broken charge coupled device (r-unit), and the cause of the cloudy image could not be determined. In addition, the fibre bonding in the outer tube area (distal end) was found to be damaged due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had cloudy image.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had image loss. There were no reports of patient harm.